Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation did not find a system malfunction. Investigation of the case and scans showed the accepted fluoro shots had significant hardware visible which can make merges more difficult. However, investigation did show that the merge in this case was accurate and did not contain any shifts or registration issues. Within a CT-fluoro registration workflow, the software will overlay a CT image with a drr in order to merge them together. Utilizing both visual comparison tools and anatomical landmark checks, the user can then verify an acceptable or unacceptable merge. Follow up information from the globus medical representative present during this case revealed the surgeon did not perform anatomical landmark checks to verify potential inaccuracies. Ultimately, the user aborted the robot in this case and there was no reported adverse effect to the patient. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
This was an egps cranial biopsy case using CT-fluoro registration workflow. During patient registration, user could not achieve an accurate merge of pre-op CT to intra-operative fluoro shots. Requesting software investigation of the merge attempts.